Manufacturer narrative:
(B)(4). This complaint for a user error was not confirmed as the sample was not returned. A batch review was not performed as the lot information was not provided. Therefore, the assignable cause could not be determined. Based on the information gathered during baxter's investigation, the cause was determined to be the patient not closing the twist clamp on the transfer set to end therapy. The homechoice apd systems patient guide instructs the patient on how to properly end therapy. Similar reports have been received by baxter. Baxter will continue to monitor this product line and take corrective/preventative action as needed.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's global technical service center and requested help with ending therapy. The homepatient (hp) stated they forgot to close the transfer set on the catheter when they disconnected. Some fluid leaked out. The hp asked if there was a possibility of infection. The technical service representative (tsr) advised the hp there was always a possibility of infection if the catheter was exposed to air. The tsr advised the hp would need to call the peritoneal dialysis nurse rn and inform of exposure to air. No patient injury or medical intervention was indicated at the time of the initial report.